Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced electromagnetic interference (emi) and the implantable cardioverter defibrillator (ICD)  subsequently delivered shock therapy. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned; however analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Analysis of the device memory also indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.